Event description:
It was reported that an ongoing malfunction alarm occurred. The pump was replaced to resolve the issue, and the customer continued to use their current pump for insulin therapy until the replacement pump arrives. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.